Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited forceps elevator had foreign material or stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, d5, d8, e2, e3, h6 (component code). Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. No physical damage was found at the location with foreign material. The event can be detected and prevented by following the instructions for use: evis exera duodenovideoscope - olympus tjf type 145 - operation manual chapter 3 preparation and inspection. Evis exera duodenovideoscope - olympus tjf type 145 - reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.